Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the balance heavy weight (bhw) 190 cm guide wire was inserted with some resistance into the anatomy for use in the heavily calcified, mildly tortuous, mid left anterior descending coronary artery (lad), but before reaching the lesion, the guide wire did not look straight and smooth on cine. The entire guide wire was removed with some mild resistance and the coil was found loosened. There was no reported adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual and dimensional inspections were performed on the returned device. The reported stretched coils were confirmed; although, the reported failure to advance and difficult to remove could not be replicated in a testing environment as they were based on operational circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties were related to the heavily calcified and mildly tortuous anatomy and there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.